Event description:
The patient contacted animas on (B)(4) 2013 reporting small prime volumes on the pump. The patient confirmed that drops were seen at the end of the tubing and confirmed that the supplies had not been manually primed. This report is made based on the allegation that the pump primed the tubing during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. During testing, the pump was unable to power on. The complaint could not be fully investigated due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.